Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional procedure. Reportedly, when the plunger was removed, no suture was present. The sutures of one new prostyle was successfully pre-placed. The sheath was upsized to a 20f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. Precautionary compression was also performed, although the pre-placed prostyle sutures were confirmed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.